Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes ), h10,h11. Corrected fields: h6(health effect ¿ impact codes).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: . A getinge field service engineer (fse) evaluated the iabp for the reported issue "display blank", he was able to duplicate and confirm that the display was blank and that the touch key pad was working. To fix the issue, the fse replaced the display, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center at (B)(6)

Event description:
It was reported that a 3rd party cs300 rental screen is damaged. It is unknown the circumstances in which the event occurred. It is also unknown if there was patient involvement. There was no adverse event reported.